Manufacturer narrative:
(B)(4). Additional information received: what were the indications for surgery? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then re-tighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Yes. Were the donuts inspected? If so, please describe. Yes, not intact. Was a complete transection of the cutting washer visually confirmed? No. Were there any staple formation issues identified? No. Were there any patient consequences? If yes, please describe. No patient consequence. What is the current status of the patient? Patient is fine. Will the item be returned for evaluation? No. Photo investigation summary: upon visual inspection of a photo, the following was observed: the photo shows a complete donut from top view. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the photo alone the event described cannot be confirmed.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch # unk. Date of event it 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: what were the indications for surgery? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? Were there any patient consequences? If yes, please describe. What is the current status of the patient? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported the during an unknown procedure, the cdh "cannot well fired, and no sound of washer and no intact ring remove from cdh tip." Surgeon used another eea to fix the wound and suture again. Patient consequence was not reported.